Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing revealed affected channels however, the user's hearing performance is not affected. The user is monitored and a revision will be performed if his performance with the device declines.

Event description:
In situ testing revealed affected channels, however, the user's hearing performance is not affected. The user did not report fluctuations in sound quality. As per new information received on 24.feb.2022 in situ testing showed more affected channels and the user's hearing performance was affected.the user was reimplanted on (B)(6).2022

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.